Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and a left side implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and a left side implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken sharp and underweight. Leak test and microscopic analysis was performed which identified: sharp broken and opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening and broken on posterior assessed as an unidentified (tear) opening.